Event description:
It was reported that a transmission showed possible inappropriate therapy for supra ventricular tachycardia (svt) from the implantable cardioverter defibrillator (ICD) device. It was undetermined whether the episodes were svt or vt. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).